Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. The manufacturing document, device history record, and device history were not conducted since the lot number is not known. (B)(4). Per the instructions for use, the user is advised the following: puncture cleaning/defogging prot: -prior to start of surgery puncture cleaning/defogging port on top of the unit with the vuetip trocar swab handle. Caution: do not use scope to puncture port. Cleaning/defogging scope: -agitate to remove debris and wait five seconds to warm scope before inserting into patient. Under high-fog conditions, do not wipe away all of the anti-fog liquid from the lens. Tap or shake the scope to remove excess fluid without wiping. Note: quickly inserting and withdrawing the scope is insufficient to warm or break-up debris from the lens. -return scope quickly into the body to prevent cooling. -the lens may also be cleaned using the microfiber cloth or the microfiber surface located on the main unit. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 was being used during an unknown procedure on approximately (B)(6) 2020 when it was reported that "problem is that some foreign bodies being scrapped off scope from heating element and is going into the patient. Do not have the lot#. No injuries. All pieces retrieved". Further assessment questions were asked; however, the sales representative advised that he was not advised any further information. The initial report states that there were no injuries and there was no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.